Manufacturer narrative:
Correction to event: event description updated to include pain and investigation result and conclusion codes changed. Device not returned for evaluation.

Event description:
It was reported that the patient had a replacement surgery due to an unspecified reason with the artificial urinary sphincter (aus). The aus pressure regulating balloon (prb) was explanted and a new 61-70 cm prb was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that the replacement surgery was performed because the previous prb had migrated/herniated to the scrotal sac causing pain. No patient complications were reported during the procedure.

Event description:
It was reported that the patient had a replacement surgery due to an unspecified reason with the artificial urinary sphincter (aus). The aus pressure regulating balloon (prb) was explanted and a new 61-70 cm prb was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that the replacement surgery was performed because the previous prb had migrated/herniated to the scrotal sac. No patient complications were reported during the procedure.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient had a replacement surgery due to an unspecified reason with the artificial urinary sphincter (aus). The aus pressure regulating balloon (prb) was explanted and a new 61-70 cm prb was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.